Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply cover the spray button hole with your finger. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection cover the spray button hole with your finger. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that on may 17, 2023, the evis lucera elite gastrointestinal videoscope presented with air/water leakage from the instrument suction channel. This event was not reportable. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The aware date for the pae that was identified was may 31, 2023. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to clogging of the nozzle, water removal ability did not meet standard value; water detection sticker 1b, dots were smudged and connected; adhesive on the distal sheath had a chip with a white clouded area; switch 3 had a scratch; switch 4 had wear; adhesives around the objective lens had a white clouded area; adhesives around the light guide lens had a white clouded area; and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.